Event description:
Received by email: pt has a weird medical history which complicates matters. Here are the facts: they started using acuvue lenses (the kind you wear daily for two weeks and then discard). After about 8 generally uneventful months, they scratched their eye with a lens while putting it on and experienced a burning sensation. They wore the lenses anyway, but removed them after two hours and started feeling harsh pain. After giving up hope that it would subside, they rushed to the ophthalmologist. He informed pt they had managed to give themselves an abrasion.